Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported, "the machine has to be restarted because it often sounds an alarm." This situation may be indicative of a system lock up. There is no report of pt injury or death.